Manufacturer narrative:
The bilt3 reagent lot and expiration date were requested but not provided. The field service engineer performed wash reaction parts on the instrument. Cell blank measurement, photometer check, reagent prime, air purge, and incubation water exchange were performed. Calibration and quality controls were run with acceptable results. The investigation determined the service actions performed resolved the issue. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the bilt3 (bilirubin total gen. 3) assay on a cobas 6000 c (501) module. The sample initially resulted in a bilt3 value of 0.3 mg/dl and repeated as 6.2 mg/dl. The initial result was reported outside of the laboratory and questioned.